Manufacturer narrative:
At the time of this report, the patient information and model/serial information were not available. A supplemental report will be filed when the information becomes available.

Event description:
It was reported that the electrode had failed. The information came from a text in the (B)(6) newspaper. It stated: none the less, one experienced a lead failure which led its 70-year-old owner to undergo a replacement about 3 years into its anticipated 7-8 year lifespan. According to this text, the electrode was explanted and replaced. There were no known additional adverse patient effects.